Event description:
It was reported that the battery screws/washers were not properly secured, which caused an interruption of communication or power. There was no patient impact.

Manufacturer narrative:
Correction: supplemental MDR as suspect has been revised to pcu.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the battery screws/washers were not properly secured, which caused an interruption of communication, or power. There was no patient impact.